Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of outer tubing overlay cosmetic environmental stress cracking, blood in/on helix mechanism (sleeve head) and in/on helix mechanism. (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), tip seal observation and blood in/on helix mechanism (sleeve head) and in/on helix mechanism.

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation thresholds, so the physician decided to implant a dual coil rather than a single coil rv lead. The lead was explanted. The attempted rv lead had positioning difficulties, the helix would not extend and it took too many turns to extend the helix. This lead was not used and was replaced. No patient complications were reported as a result of this event.